Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. The device was sent for the following testing and passed: flowrate accuracy volumetric, downstream and upstream. And air detect. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue of failed downstream occlusion test with 19. 53 and 20. 01 psi (pounds per square inch) during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.